Event description:
It was reported that day 2 following a procedure, the patient started to develop rash, itching and irritation around the dressing site. The physician believed that the rash may be related to the dressing or the chlora-prep that was used during the procedure. The physician removed the dressing, cleaned the skin under and around the dressing, and re-dressed the lead insertion sites with abd pads and paper tape. A steroid cream was also prescribed. On day 4, the itching and irritation continued, hence the physician opted to pull the leads. The leads will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that day 2 following a procedure, the patient started to develop rash, itching and irritation around the dressing site. The physician believed that the rash may be related to the dressing or the chlora-prep that was used during the procedure. The physician removed the dressing, cleaned the skin under and around the dressing, and re-dressed the lead insertion sites with abd pads and paper tape. A steroid cream was also prescribed. On day 4, the itching and irritation continued, hence the physician opted to pull the leads. The leads will not be returned per facility policy. Additional information was received that the patient was reportedly doing well.